Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening and brown particles. A leak test was performed and found openings on the posterior side. A microscopic analysis was performed which identified a crease smooth in the posterior and a striated opening in the posterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease in the posterior side due to a fold flaw opening and a striated opening in the posterior side due to surgical damage.

Event description:
Healthcare professional reported right side "creases". Device was explanted.